Event description:
Pt called to report an error 2 message on the lfs meter. Pt did not have any symptoms pt did not try to retest the blood glucose on the meter pt did not use another meter to test the blood glucose. Pt did not seek medical attention. Customer care rep was unable to resolve the error 2 message. Customer care rep is sending a replacement meter to pt. No further info has been reported.